Event description:
A patient presented with wound dehiscence four days following blepharoplasty and ptosis repair. The attending suspected premature suture absorption. Patient was returned to surgery for repair.